Event description:
The pump was returned for investigation. Investigation revealed that all of the keypad buttons were intermittently unresponsive. There was evidence of contamination found under all of the button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be intact; no damage was observed. Evaluation revealed that all of the keypad buttons were intermittently unresponsive. The keypad was removed and there was evidence of contamination found under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.